Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified arterial side of the shunt anastomosis to the venous side. A 3.5-4/4t/90 symmetry balloon catheter was advanced for pre-dilatation. However, during the third inflation at 15 atmosphere for 60 seconds, the balloon ruptured. The device was completely removed by simply pulling out from the patient's body and the procedure was completed with another symmetry balloon catheter. No patient complications were reported and the patient's status was stable. The symmetry device was visually and microscopically examined. The balloon was unfolded which indicates it had been subjected to positive pressure. Blood was noted within the balloon material which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was identified leaking from a pinhole tear in the balloon material located in the middle of the proximal markerband. A visual and microscopic examination of the balloon identified no issues with the balloon material that have contributed to the complaint incident. A visual and microscopic examination of the shaft identified no damage or any issues with the shaft that could have contributed to the complaint incident. A visual and microscopic examination of the device identified no damage or any issues with the markerbands or tip that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified arterial side of the shunt anastomosis to the venous side. A 3.5-4/4t/90 symmetry balloon catheter was advanced for pre-dilatation. However, during the third inflation at 15 atmosphere for 60 seconds, the balloon ruptured. The device was completely removed by simply pulling out from the patient's body and the procedure was completed with another symmetry balloon catheter. No patient complications were reported and the patient's status was stable.